Manufacturer narrative:
(B)(4).

Event description:
It was reported that collar rupture/burst occurred. The 2.5mmx20mm, 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the collar of the guidezilla was ruptured/burst. Procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The device was received bloody. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) completely pulled out from the collar, and kinks in the distal shaft located 3 cm and 9.5 cm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that collar rupture/burst occurred. The 2.5mmx20mm, 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the collar of the guidezilla was ruptured/burst. Procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.